Event description:
The device was applied during a thoracoscopic giant bullectomy procedure. Reportedly, the jaws did not open readily. The surgeon opened them with forceps. The hospital has reported no pt injury. Date device expires: 6/30/2001.